Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was fractured, the impedance was greater than 9,999ohms and there was no capture at 7.5v at 1.5ms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.